Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed in the pump logs. Insulin delivery was aborted by user at 5:25am and restarted at 5:49am on (B)(6) 2016. There were no erratic basal rate adjustments and no erratic bolus requests. Complaint could not be confirmed. There is no indication that the insulin pump caused or contributed to low bg levels. There is no evidence of a device malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (68 mg/dl). Customer stabilized blood glucose levels with sugar pills. In addition, it was reported that the customer experienced elevated blood glucose levels (403 mg/dl). Customer delivered a correction bolus via the pump and injections to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with their health care professional. Customer declined any further follow up on the reported issue.